Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reaching 565 mg/dl. Bg cause was not known. A correction bolus was delivered, a temporary rate was started, and a supply change was performed to address bg. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.